Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming dose done, but that there was still formula in the bag set. They stated that this occurred multiple times and that they were always able to just restart the feeding to administer the left over formula. Mmdg followed up with the initial reporter, who stated the patient had not experienced any adverse effects due to the complaint and that "the pump has been working fine". (B)(4).